Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient called regarding a check for empty tubing alarm on the cadd pump. No empty tubing or air was noted. When the patient reattached the cassette, a remove and reattach cassette alarm occurred. The cassette was properly latched and in place; however, a "cassette not latched properly" alarm then occurred. The cassette placement was confirmed. The battery compartment was opened and closed, but the alarm persisted. The tubing was clamped, and the batteries were removed. The remaining volume was 326.3 ml. The pump was under delivery at the time of the event. This event occurred during the infusion. There was patient involvement, and no harm was reported.